Event description:
While moving the patient from the ambulance to the hospital bay, hospital staff pulled up the lifeband (lot#: unknown), which remained connected to the autopulse platform (sn: (B)(6). This action caused the lifeband clip to break off inside the drive shaft. According to the vehicle crew, the device was not performing chest compressions when this issue occurred. After the patient was transferred, the hospital staff switched to manual CPR. No consequences or impact to the patient. The issue was identified immediately after the transfer of the patient was completed, during the process of restoring the device's operational readiness. As a result of the lifeband clip break, the new lifeband could not be installed on the platform.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn: (B)(6) can no longer accept a lifeband was confirmed during the visual inspection and functional testing. The root cause of the reported issue was due to a small piece of the broken lifeband band clip being noted in the drive shaft slot as a result of user mishandling. The functional testing of the autopulse platform could not be performed due to the broken clip inside the drive shaft slot. The broken lifeband band clip was removed to address the reported complaint. After removing the broken lifeband band clip, the autopulse platform was subjected to a run-in test using lrtf (large resuscitation test fixture), and the platform functioned as intended. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number: (B)(6). B3: the date of the event is unknown.